Manufacturer narrative:
Sleep currents met all specification requirements. The pump passed the displacement and self tests. No unexpected rattle noise was noted. The pump was received with a cracked reservoir tube lip, a scratched case and minor scratches on the lcd window.

Event description:
It was reported that the customer has had air bubbles in the pump since it was dropped. The insulin pump has no signs of cracks or damage. Customer's blood glucose was 6.5 mmol/l. Caller removed the reservoir and shook the device. Caller stated that they heard a rattle in the device when it was shaken. Caller has dropped or bumped the pump 2-3 times recently. Customer was advised that a replacement device will be shipped.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.